Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. While the was in the left atrium (la), the echocardiogram confirmed that there was thrombus attached to the clip. System preparation and procedures were proceeding according to instructions for use (IFU). The thrombus was confirmed immediately after steering down to position above the valve. At the time of considering countermeasures, including replacing the clip, the structure was no longer visible. At the physician's discretion, the procedure was continued and the clip was implanted successfully. The mr was reduced to grade 1-2. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.